Event description:
A report was received that stated that a pt received insufficient local anesthesia when the listed device was used. It was necessary to place pt under general anesthesia during the procedure. No adverse effects to pt reported.

Manufacturer narrative:
Samples from inventory are currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed. MFR's ref: (B)(4).